Event description:
Any amount of physical activity lasting more than 3-4 hours, area of implant gets tender and painful. This slows me down tremendously. If I try to function at a normal pace it feels like it's digging into my body. Certain days I get sharp pains and just have to stop and sit down and not move for hours. Repeat surgery/laparoscopy (B)(6) 2011, acupuncture treatments (B)(6) 2012. Still taking medication for pain, still seeking treatment, condition inoperable.